Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen 2000 mcg/ml at 899.4 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that the patient heard the pump beeping on (B)(6) 2015. The pump logs were read which showed a motor stall occurred on (B)(6) 2015 at 12:11 with no recovery noted. The patient did not recently have a MRI. There were no known electromagnetic interference/magnetic sources present at the time of the stall. The patient experienced tingling in their shoulders, chest, and arms and having more spasms, increased spasticity. Additional information received from a company representative reported the hcp was decreasing the patient dose to 100 mcg/day. The hcp was also putting the patient on oral medications and contacted a surgeon for potential emergency surgery to replace the pump. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturing representative reported that patient was considering having the pump explanted permanently. To the reporters knowledge the pump had not recovered. If explanted, it would be returned for analysis.